Event description:
Medtronic in (B)(4) reported that the ent surgeon discovered post-operatively as the pt was being transferred to the ICU, that the reinforcing wire of the emg endotracheal tube was partially detached from the inner wall of the tube. The tube was removed immediately. A bite block - a device intended to prevent the pt from biting and crushing the tube - was not used in the surgery or post operatively. The pt otherwise recovered normally from the procedure.

Manufacturer narrative:
Medtronic's analysis of the returned et tube determined that the inner reinforcing coil of wire was observed to be crushed and uncoiled at the 20 cm mark which is the approximate area of the pt's teeth. Deep indentations and the crushed detached wire were found only in this portion of the tube. The product instructions recommend the use of a bite block to prevent damage to the tube.